Event description:
A peritoneal dialysis (pd) patient experienced peritoneal infection manifested by vomiting and diarrhea. The cause of peritonitis was not reported. The same day as the event onset, the patient was hospitalized but it was unknown if the patient was treated for peritonitis. Eleven days after being admitted, the patient recovered from peritonitis and was discharged from the hospital. At the time of this report, pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.